Event description:
As reported by the edwards field clinical specialist (cs), during inspection of the 26mm sapien valve, prior to the transapical tavr procedure, a small black particle was identified on one of the leaflets. The particulate was noticed after the valve had been taken out of the container and before it was placed into the rinsing bowl. In an effort to remove the particle, he squirted saline at the leaflet and attempted to manually remove the particle; however, both efforts proved to be unsuccessful. The valve was not used. A second valve was opened and the case proceeded without incident.

Manufacturer narrative:
Additional information: the valve was returned inside a jar submerged in glutaraldehyde and attached to the holder. Visual inspection revealed a small loose piece of black fiber-like particle on the inflow of one of the leaflets of the valve. The particulate was isolated and sent to the chemistry lab for further analysis. The unknown particulate showed similar absorption characteristics when comparing to polyethylene terephthalate (pet) like material. Pet was found to be present in pet sleeve. This part is used to cover the 5-hole bars which are structural components of the leaflet assembly in the valve. During manufacturing, all sapien xt valves are 100% visually inspected under 8x magnification per internal procedures. This inspection is also performed again before holder attachment. After holder attachment, the valves are 100% visually inspected for suture frays and contamination of the holder. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. The complaint was confirmed. The source of this particulate could not be confirmed; however, it is likely that the particle came from burnt residue left from the process used to cover the 5-hole bars with the pet sleeves. Although the valve is repeatedly inspected for contamination before the unit is released and packed, it is possible that a pet residue was inadvertently left behind by the operators during the soldering procedure and remained attached to the subassembly at any time during the manufacturing process. As part of previous investigations for similar complaints, corrective actions have been implemented. This valve was manufactured prior to the implementation of these corrective actions.

Manufacturer narrative:
Investigation is ongoing.